Event description:
It was reported via facility medwatch (B)(4) that shaft break occurred. The target lesion was located in the obtuse marginal branch. A 3.00x16mm promus premier¿ stent was advanced to treat the lesion, however, device was unable to cross the lesion. The physician then attempted to inflate the balloon but it would not inflate. Upon removal of the device from the guide catheter to the y- adapter, it was noted that the stent delivery system (sds) had cracked and the shaft was broken midway. The balloon and stent were removed intact. The procedure was completed and no adverse effects noted to patient during or after procedure. Patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).